Manufacturer narrative:
(B)(4) . (B)(6). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported dissection and angina are listed in the instructions for use (IFU) as known adverse events. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2014, a nc trek was pre-dilating the mid right coronary artery (rca) target lesion. After pre-dilatation, the patient experienced chest pain and a dissection was noted. A 3.5x23mm xience xpedition stent was successfully placed as treatment and the dissection resolved without sequela. On (B)(6) 2014, the patient was discharged home. There was no additional information provided.